Manufacturer narrative:
The device history record, (B)(4) ln 29089533, was reviewed. The pump was manufactured on june 10, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, intera oncology communicated with the clinic. According to the clinic during the final test of the implantation, a bead did not form at the catheter tip. The clinic ended up retrieving another pump and noted a poor vacuum seal on the pump that was not implanted. The clinic felt there was a potential break in the rubber seal of the septum that the needle goes into. The pump arrived at intera oncology headquarters on march 18, 2025. The pump is presently being investigated. Therefore, once the investigation is complete, a supplemental report will be submitted to the FDA.

Event description:
Intera oncology received a report of a hepatic artery infusion pump that did not pass its function test in the or after following the instruction for use for set up. During communication with the clinic, it was mentioned that the bead was not formed at the catheter tip. Lastly, the clinic felt there was a potential break in the rubber seal of the septum that the needle goes into.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29089533, was reviewed. The pump was manufactured on june 10, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic. According to the clinic during the final test of the implantation, a bead did not form at the catheter tip. The clinic ended up retrieving another pump and noted a poor vacuum seal on the pump that was not implanted. The clinic felt there was a potential break in the rubber seal of the septum that the needle goes into. The pump arrived at intera oncology headquarters on march 18, 2025. The complaint of the pump failing to initiate during or prep was not observed during bench testing. The pump returned 1.0ml of fluid when empty. A dry pump does not affect device functionality. Additionally, the complaint of a potential break of a rubber seal in the septum was not confirmed. Insertion of a refill needle and special bolus needle occurred without issue. The pump demonstrated normal flow initiation and passed all functional tests.

Event description:
Intera oncology received a report of a hepatic artery infusion pump that did not pass its function test in the or after following the instruction for use for set up. During communication with the clinic, it was mentioned that the bead was not formed at the catheter tip. Lastly, the clinic felt there was a potential break in the rubber seal of the septum that the needle goes into.